Event description:
During a catalyst procedure, the surgery center reported a loss of suction at the end of lens segmentation. After procedure was completed, the surgeon observed patient having a grid pattern on one-third of the cornea. At the 2nd day post-op examination, the patient¿s cornea was examined under a slit lamp and the grid pattern was still visible but faint at the temporal cornea (away from the visual axis), which did not interfere with vision. The patient had no cognizant effect on the vision such as halos and/or star bursts. The surgery center indicated the corneal scoring was created accidently when the patient moved and suction was lost during laser firing assisting the phaco-fragmentation. The patient¿s vision had also improved and their post-op visual acuity for the left eye was 20/15-2 uncorrected. Pre-op was not available. No patient complaints.

Manufacturer narrative:
(B)(4). An investigation of the incident included the analysis of the system database and optical coherence tomography (oct) recording. There were no anomalies found in the settings. The settings were discovered to be within acceptable limits. Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo will issue an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. In addition, amo will be making enhancements for detecting and alerting the user of patient suction loss. Manufacturer date is november 2012. Placeholder.